Event description:
While trying to deliver a coronary sinus(cs)lead for left ventricular (lv) pacing the tip broke off a guidant extra distal support cs-j wire. A new wire was inserted and the tip was left in because we were unable to remove it.